Event description:
Procedure: lobectomy. Reportedly, during a vats/left lower lobectomy procedure, while activating the instrument to blood vessel, cavitation and a large amount of smoke occurred. 10 minutes after that the active blade broke from the center of it and the broken piece was stuck into tissue. It was immediately removed from the pt cavity. No bleeding was reported. The procedure was continued with another instrument.